Event description:
During flushing of right subclavian catheter the pt experienced an unusual sensation. X-ray was done and indicated the catheter was fractured. Pt admitted for surgery and catheter removed on 2/2/98.